Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient's tremor has resolved and they successfully charged their system.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's device had discharged when they left their recharger at a friend's house and were not able to recharge in time. The patient went into a tremor and did not have a good reaction to the medicine they took, so they were now in the hospital. The caller stated it was the patient's fault, not the device's. The caller was able to recharge the ins as soon as the patient went to sleep. No further complications were reported as a result of this event.